Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number 3004608878-2018-00134.

Event description:
A technical service and repair analyst reported on behalf of the customer that the a1059 mayfield modified skull clamp had excessive lock movement. The date of the incident was unspecified. Additional information was received from the customer on 24jul2018 stating that the device was not secure. The device came in contact with a (B)(6) female patient but there was no patient injury reported. There was a delay in surgery but the exact amount of time was not provided. No revision or medical intervention was required.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. General maintenance and cleaning required. Device history record reviewed for this device manufactured in 2011 showed no abnormalities related to the reported failure the reported condition was confirmed and the most likely cause could be due to worn parts and debris in the lock.